Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that had used a patient line extension for two days in a row as they had run out. The technical service representative (tsr) assisted the home patient (hp) by explaining and the patient would order new extensions. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2011. The nurse stated the following: the event was not reported to her and she was not sure why the patient reused the line. She had seen the patient since the event and the patient was doing fine with therapy. No patient injury or medical intervention was reported.